Manufacturer narrative:
Battelle critical care decontamination system (ccds) worker reported being exposed to 70% ethanol that was sprayed for decontamination cleaning. The worker was not wearing safety glasses and indicated mist got in their left eye. Worker flushed eye at eye wash station for 10 - 15 minutes. The discomfort and irritation continued and the worker was brought to urgent care. This report is required under the terms of the battelle ccds eua. All information known or reasonably known to battelle has been included in this submission. Any blank fields indicate that information was unavailable.

Event description:
Battelle critical care decontamination system (ccds) worker reported being exposed to 70% ethanol that was sprayed for decontamination cleaning. The worker was not wearing safety glasses and indicated mist got in their left eye. The discomfort and irritation continued and the worker was brought to urgent care.